Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the head of dialyzer. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 30 cc. Pt had no adverse effects and no medical intervention was required. Pt was able to complete treatment. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.